Manufacturer narrative:
(B)(4) was received from (B)(6). The manufacturer is attempting to acquire the explanted device and obtain additional info regarding the reported event. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The manufacturer received (B)(4) from (B)(6) indicating that the pt had history of gi bleed; anticoagulants held. On (B)(6) 2013, the pt is now with pump thrombus. The following day, the pump speed dropped to zero and returned to normal. On (B)(6) 2013 per the pt and family wishes, the pump was turned off. The pt expired on (B)(6) 2013.